Manufacturer narrative:
The customer returned the suspected product. The returned contour next link 2.4 meter was tested with the returned contour next test strips from lot # 8bpef13a, which gave satisfactory performance. In some countries outside the us, customer information is not provided due to privacy laws. No information was captured as the customer's weight was not provided. The model # was not provided.

Event description:
An advocate from finland reported that the customer obtained a blood glucose reading of 19 mmol/l on a contour next link 2.4 meter. Approximately 30 minutes later, the advocate performed another blood glucose test and obtained a reading of 3.6 mmol/l. A repeat test was performed within a few minutes with a contour xt meter and a reading of 19 mmol/l was obtained. There was no allegation of an adverse event. The customer was advised to return the test strips for evaluation. A replacement meter kit was sent to the customer.